Event description:
On (B)(6) 2019, a 30mm patent foramen occluder (pfo) and 30mm cribriform occluder (co) were selected for use with a 8 fr amplatzer torqvue 45 delivery system. The foramen ovale defect was measured at 45mm. The 30mm pfo was deployed within the patient, but observed with the left disc bulged and did not ideally conform. The 30mm pfo was re-sheathed and examined outside the patient, but remained bulging. Next, a 30mm cribriform occluder was deployed, but both left and right discs were bulged. The 30mm cribriform occluder was re-sheathed and examined outside the patient, but both discs remained bulging. The physician elected to use a new 8 fr amplatzer torqvue 45 delivery system with another new 25mm amplatzer cribriform occluder which successfully occluded the defect. Per physician, there were delays in the procedure due to the exchanging of devices; however, the procedure was successful. The physician also reports that patient anatomy did not attribute to deformation. The patient was hemodynamically stable throughout the procedure and is reported stable.

Manufacturer narrative:
Two photos were also received from the field, which appeared to show an occluder with the distal disc in a bulbous conformation; however, following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.